Event description:
Reporter reported that an employee received a burn on her right forearm while removing a scope from a steris system 1 processor. A steris service technician and steris clinical education specialist investigated the event and evaluated the system 1 processor allegedly involved. According to the reporter, an employee was removing an endoscope that had been processed in system 1. The processor had completed its cycle, with no reported errors or malfunctions. As the employee was removing the scope, liquid from inside the scope reportedly splashed on her arm. She then rinsed her arm and continued working. The following day, the employee sought treatment for a second degree burn on her arm. She has since returned to work and reporter reported that an employee received a burn on her right forearm while removing a scope from a steris system 1 processor. A steris service technician and steris clinical education specialist investigated the event and evaluated the system 1 processor allegedly involved. According to the reporter, an employee was removing an endoscope that had been processed in system 1. The processor had completed its cycle, with no reported errors or malfunctions. As the employee was removing the scope, liquid from inside the scope reportedly splashed on her arm. She then rinsed her arm and continued working. The following day, the employee sought treatment for a second degree burn on her arm. She has since returned to work and sought further treatment.

Manufacturer narrative:
Predicated upon normal operation of steris system 1, the mechanism and severity of the reported injury are inconsistent with the incident facts reported by the facility. The liquid inside an endoscope, following the successful completion of a sterile processing cycle in system 1, would not have characteristics sufficient to cause a second degree burn to the skin in the manner described. The system 1 processor mixes a small volume of peracetic acid with 10l of water and a buffer formulation to create a use dilution during the exposure phase of the processing cycle. This use dilution has a neutral ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin (although dermal irritation may occur in sensitive individuals upon repeated exposure). The processor rinses the load four times with water after the exposure phase. Steris's investigation confirmed that the system 1 processor functioned properly during the cycle immediately preceding the alleged injury, making it unlikely that liquid from inside the scope caused the burn. This conclusion is supported by the cycle printout from the system 1, which confirms that the cycle completed successfully with no errors or interruptions. According to the facility, there was no excessive residual fluid in the sterilant cup, and no obvious odor was noted at the time the fluid reportedly splashed on the employee (odor would indicate the presence of peracetic acid). The facility also reported that the proper quick connect was used to process the scope, and that a predicated upon normal operation of steris system 1, the mechanism and severity of the reported injury are inconsistent with the incident factors reported by the facility. The liquid inside an endoscope, following the successful completion of a sterile processing cycle in system 1, would not have characteristics sufficient to cause a second degree burn to the skin in the manner described. The system 1 processor mixes a small volume of peracetic acid with 10l of water and a buffer formulation to create a use dilution during the exposure phase of the processing cycle. This use dilution has a neutral ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin (although dermal irritation may occur in sensitive individuals upon repeated exposure). The processor rinses the load four times with water after the exposure phase. Steris's investigation confirmed that the system 1 processor functioned properly during the cycle immediately preceding the alleged injury, making it unlikely that liquid from inside the scope caused the burn. This conclusion is supported by the cycle printout from the system 1, which confirms that the cycle completed successfully with no errors or interruptions. According to the facility, there was no excessive residual fluid in the sterilant cup, and no obvious odor was noted at the time the fluid reportedly splashed on the employee (odor would indicate the presence of peracetic acid). The facility also reported that the proper quick connect was used to process the scope, and that a chemical indicator used during the cycle reflected the expected presence of sterilant in the use dilution in accordance with system 1 operating parameters. Finally, steris's evaluation of the system processor determined that it was functioning within normal operating parameters. No assignable root cause has been established for this event, which is a first-time occurrence according to review of steris's complaint files.